Manufacturer narrative:
(B)(4). The pump was received with a blank flashing display due to moisture damage on the electronic assembly. Also, pump received with moisture damage on the battery tube, motor, and vibrator assembly noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The pump was received with a cracked case (battery tube). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had alarm was generated when a power failure detected error and it rewind by itself and had crack at side of the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.